Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex device. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1). On (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2010--the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch (device #1). Attorney alleges general allegations against the bard/davol composix kugel hernia patch (device #1) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex device. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b4, b5, b7, d4 (product catalog no., corporate lot no.), d6b (date of explant), g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1). (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2010 -the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch (device #1). Attorney alleges general allegations against the bard/davol composix kugel hernia patch (device #1) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix kugel mesh (device 1). Per operative notes, ¿large hernia sac was dissected out. A medium oval composix kugel mesh (device 1) was placed into the midline and secure it with sutures.¿ (B)(6) 2008 - patient was diagnosed with ventral hernia through colostomy site, recurrent ventral hernia in midline thereby underwent open repair with implant of ventralex mesh (device 2). Per operative notes, ¿an elliptical incisional was made around the colostomy site. Hernia sac was dissected out. A large ventralex mesh (device 2) was placed and sutures. Another ventral hernia sac was noted in midline area which was dissected free. Previously placed composix kugel mesh (device 1) was curled up. This was dissected free and placed into midline and secure it with sutures.¿ (B)(6) 2010 - patient was diagnosed with incarcerated ventral incisional hernia (midline area), adhesion thereby underwent open repair with explant of composix kugel mesh (device 1) and implant of synthetic mesh. Per operative notes, ¿an incision was made through midline. Hernia sac was dissected out. All adhesions were taken down. Composix kugel mesh (device 1) was completely disincorporated, curled up, which was removed entirely. A synthetic mesh was placed and sutured. Previous colostomy site there was ventralex mesh (device 2) present, which was intact and in good form. There was no hernia sac was noted.¿